Event description:
The customer contacted stryker to report that their device was unable to effectively analyze a rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Customer declined functional and performance testing. The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker to report that their device was unable to effectively analyze a rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.